Manufacturer narrative:
.

Event description:
According to the reporter, after an esophageal procedure, the bravo capsule remained attached to the patient's esophagus for approximately two weeks. The physician reports that the patient is fine and that the physician plan to wait a few more days to see if the capsule will detach from the patient's esophagus on its own. The study was performed as an outpatient procedure and the patient status is reported to be stable. No other known adverse events were reported. Additional information was requested from the reporter. Should we receive this additional information, a supplemental will be submitted.